Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device (gfd) procedure, the shunt was not able to be released from the delivery system, though the button was pressed. A resistance was felt. The procedure was completed with an alternative gfd. Additional info has been requested.